Manufacturer narrative:
Eua # (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing with bd sars-cov-2 reagents for bd max¿ system, discrepant results were obtained. Repeat testing was performed, and the results were negative. Erroneous results were reported out, but there was no report of patient impact. Eua # (B)(4). The following information was provided by the initial reporter: it was reported by the customer that there were patient samples that were cov-2 positive for one target initially (n1 or n2) on the bd max catalog# 44500301, lot# 1228397, but were negative when repeated from either the same uvt sample or when recollected.

Manufacturer narrative:
H.6. Investigation: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a "false positive". Customer reported that they are receiving false positive for n1 on bd-sars-cov-2. Customer reported that they would receive negative results on a rerun. Service recommended to the customer to rinse with water after cleaning. Customer called back and determined that the issue has resolved. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on (B)(6)2020, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. Sample were not expected to be returned, therefore returned sample analysis is not required. Root cause cannot be determined with the information provided. Complaint is unconfirmed as no information was provided to allude an instrument issue. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.

Event description:
It was reported that while testing with the bd max¿ system, bd max¿ instrument, discrepant results were obtained due to contamination of the instrument. Repeat testing was performed, and the results were negative. Erroneous results were reported out, but there was no report of patient impact. Assays used: sars-cov-2 eua # (B)(4) the following information was provided by the initial reporter: it was reported by the customer that there were patient samples that were cov-2 positive for one target initially (n1 or n2) on the bd max catalog# 44500301, lot# 1228397, but were negative when repeated from either the same uvt sample or when recollected.

Event description:
It was reported that while testing with the bd max¿ system, bd max¿ instrument, discrepant results were obtained due to contamination of the instrument. Repeat testing was performed, and the results were negative. Erroneous results were reported out, but there was no report of patient impact. Assays used: sars-cov-2. Eua # (B)(4). The following information was provided by the initial reporter: it was reported by the customer that there were patient samples that were cov-2 positive for one target initially (n1 or n2) on the bd max catalog# 44500301, lot# 1228397, but were negative when repeated from either the same uvt sample or when recollected.

Manufacturer narrative:
The following fields were corrected: b5. It was reported that while testing with the bd max¿ system, bd max¿ instrument, discrepant results were obtained due to contamination of the instrument. Repeat testing was performed, and the results were negative. Erroneous results were reported out, but there was no report of patient impact. Assays used: sars-cov-2 eua # (B)(4). The following information was provided by the initial reporter: it was reported by the customer that there were patient samples that were cov-2 positive for one target initially (n1 or n2) on the bd max catalog# 44500301, lot# 1228397, but were negative when repeated from either the same uvt sample or when recollected. D1. Medical device brand name: bd max¿ system, bd max¿ instrument d2a. Common device name: instrumentation for clinical multiplex test systems d2b. Medical device type: ooi d4: catalog #: 441916 serial #: (B)(6) UDI #: (B)(4) g5. There were multiple 510k numbers reported to be involved: k111860, k130470 h4. Device manufacture date: 2019-11-19 h5. Labeled for single use?: no.